Event description:
Approximately one week postop l2-s1 fusion with pangea implanted, patient experienced pain. Pangea polyaxial screws, pangea locking caps and hard rods had been implanted along with vertebral spacer-tr placed at l5-s1 and l4-l5. The surgeon noted the locking caps and rods to be loose and the vertebral spacer-tr had shifted at l5-s1. Rods and locking caps were removed and replaced. The vertebral spacer-tr was advanced in a posterior direction. This is one (1) of three (3) reports submitted on this event.

Manufacturer narrative:
This information was not provided during initial report. Additional information has been requested. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine mfg date without a lot number.